Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 3.1 pocket b4 was failed and cannot be recovered. The field service engineer (fse) found that the main drawer 3.1, row b cubies had failed due to a bad tray. The tray was replaced, and hta tests were run. All failed cubies were recovered successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.